Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a atrial fibrillation (a fib) cryo pulmonary vein isolation a polarx catheter was selected for use. The baseline infusion was noted on intracardiac echocardiographic (ice) before the start of procedure. During the procedure, the patient blood pressure declined to 74/40 cryoablation then successfully completed. Activated clotting time (act) was noted to be 286 prior to noting the effusion and decrease in blood pressure. Pericardiocentesis was performed with subxiphoid approach. Pigtail catheter was inserted into the pericardial space. About 400 of fluid was removed from the pericardial space. Effusion seen to resolve on ice and blood pressure returned to normal. Addition cryo ablation of right inferior pulmonary vein was performed for approximately 159 seconds. Polarx balloon was then removed and 50mg protamine was administered. Ice remained in the body to monitor effusion status. Status of effusion remained unchanged after pericardiocentesis and pericardial drain was sutured in place and left in the patient post procedure. Patient remained stable and was transported to holding and admitted to the intensive care unit for observation. The device will not be available for return due to disposal.